Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. C230713-04]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x-sg65l device (B)(6). There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at the test point (1) 2 minutes into the test. Temperature measurements about 150 seconds after the start of the test were as follows: test point (1): 60.4 degrees c. Test point (2): 42.2 degrees c. Test point (3): 36.5 degrees c. Test point (4): 28.6 degrees c. The test was concluded about 150 seconds into the planned 5-mimute evaluation period because nakanishi observed that the increase in temperature was sudden and that the handpiece stopped during rotation. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing was soiled, discolored, and abraded. The inner and outer races, the bearing retainer and the bearing balls were discolored and metal stripped. The chuck, body and spindle were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. C230713-04. Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the handpiece overheating was abnormal resistance during rotation due to the damaged bearing. Nakanishi considers the possibility from many years of experience that the cause of the damaged bearing was the ingress of undesirable materials into the bearing, leading to abrasion. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2023, nakanishi received an e-mail from an OEM about an nsk handpiece overheating. The details nakanishi obtained are as follows: the event occurred on (B)(6) 2023. The dentist was performing a jawbone tumor removal procedure on a patient using the x-sg65l handpiece (serial no. (B)(6)). The patient was under general anesthesia. During the procedure, the dentist found a whitish burn injury about 1.5 to 2.0cm on the patient's lower left lip and diagnosed deep second-degree burn. The dentist prescribed steroid ointment (dermovate and azunol) to the injury. The dentist observed abnormal sound from the handpiece prior to use.